Event description:
The anchor did not get stuck in the bone.the doctor made 3 different holes in the bone, and even though, it did not work, so, it was performed the replacement by another anchor to solve the problem. With same like product. **additional information from the affiliate: was the doctor satisfied with the fixation? No, the anchor did not fix in 3 holes. Did the anchor pull out and the surgeon then had to drill 3 new holes? The anchor did not fix in 3 holes and the doctor had to drill 3 new holes. Was the same like product used in one of the previous 3 holes to complete the procedure? Yes. The material was discarded by the hospital. It won¿t be returned for evaluation.

Manufacturer narrative:
The complaint device was not returned and therefore not available for a physical evaluation. There is no further information available regarding the technique or the product and instruments used in the procedure to determine a root cause for the reported failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Therefore at this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.